Event description:
It was reported that electrodes 8, 12, 14, and 15 had high impedances greater than 10,000. The reporter stated that the patient had his implantable neurostimulator repositioned on (B)(6) 2012. It was reported that there was high impedance and the extension would not enter the 0-7 port despite the port having had a plug since implant. The extension was put back in the 8-15 port. It was noted that there were no symptoms and the patient suffered no injury or adverse event.

Event description:
Additional information received reported the device was explanted. The circumstances surrounding the explant were unclear. The following day, it was reported the high impedances were still present when the extension was put back in the 8-15 port. The lead was programmed with a different configuration and the patient received "good" stimulation. The patient was still receiving "good" therapy as of the date of this report. It was ultimately unclear which device corresponded with the patient outcome as an explant had occurred at some point. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37081-60, serial# (B)(4), product type extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.